Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited high high-voltage impedance. No programming changes were made. There were no patient consequences.

Event description:
New information indicates that the implantable cardioverter-defibrillator (ICD) exhibited no malfunction.

Manufacturer narrative:
Additional information: b5, h6.